Event description:
It was reported that the patient had a new onset of left lower thoracic numbness radiating anteriorly. The healthcare provider discussed risks of an inflammatory mass and ordered a magnetic resonance imaging (MRI). The patient was provided with an order on (B)(6) 2015 and again on (B)(6) 2015. The pump was reprogrammed on (B)(6) 2015 and the dose was decreased 15% to deliver dilaudid at 0.8512mg/day, bupivacaine at 6.384mg/day, and compounded baclofen at 63.84mcg/day. The event was on-going as of (B)(6) 2015. The event was not serious and was considered mild. The pump was used to infuse dilaudid (concentration 4.0 mg/ml, daily dose 1.0009 mg/day), bupivacaine (concentration 30.0 mg/ml, daily dose 7.507 mg/day) and compounded baclofen (concentration 300.0 ¿g/ml, daily dose 75.07 ¿g/day). No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider via clinical study. It was reported that the MRI (magnetic resonance imaging) did not reveal an inflammatory mass. The patient proceeded with an injection.

Event description:
Additional information was received from a physician via psr (product surveillance registry) reporting that the event was possibly related to the drug bupivacaine. The last pump change was on (B)(6) 2015 at 14:32 with a 15% decrease with the pump administering dilaudid 40 mg/ml (0.8512 mg/day), bupivacaine 30.0 mg/ml (6.384 mg/day), and baclofen 300.0 mcg/ml (63.84 mcg/day) in simple continuous mode.

Event description:
Additional information was received from a healthcare provider (hcp). The outcome was resolved without sequelae (B)(6) 2016.

Event description:
Additional information was received from a clinical study via a healthcare provider (hcp). It was reported the exact cause of the patient's symptoms was not determined.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).